Manufacturer narrative:
Eval method: the original lenses were inspected and no defect was found. Eval results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Eval conclusion: no conclusion can be drawn. This case is reported as a peripheral corneal ulcer. Should additional info be received that would change this conclusion, an update to this report will be filed within 30 days of receipt.

Event description:
Pt had originally been wearing the biomedics toric contact lens and was switched to biofinity toric on (B)(6) 2010. On (B)(6), the pt went to bed without lenses and woke up on sunday, (B)(6) with redness and pain. The pt did not wear lenses and was seen by the doctor on (B)(6) and was diagnosed with a peripheral corneal ulcer. The pt had two follow-up visits on (B)(6). A final follow-up visit occurred on (B)(6). The pt is currently not wearing lenses. The ulcer was only in the left eye and the doctor feels the ulcer is sterile. Pt has excellent general health.